Event description:
Dexcom was made aware on 10-14-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient reported that they experienced a skin reaction with redness, pimples, and infection underneath the entire patch area which occurred 7 days after the sensor had been inserted into the thigh. The skin was prepped with an alcohol wipe prior to sensor insertion. Four photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive and site infections. On (B)(6) 2024, the patient went to urgent care as she was experiencing pain along with the skin reaction. The doctor advised that the area was infected and prescribed mupirocin topical ointment and oral amoxicillin. The patient was discharged home with a follow-up appointment for (B)(6) 2024. Upon follow-up with the patient, it was reported that the reaction was still red and there was a bump, but that it was "pretty much cured". No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).